Event description:
It was reported that the ventilator had a continuous air flow through the expiratory outlet. Patient involvement was unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The continuous air flow through expiratory outlet was reported. There was no patient harm reported. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been concluded that air leakage occurred during standby mode. Leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The evaluation of received device's logs revealed occurrence of the following test failures on provided date of event: internal leakage test, pressure transducer test, safety valve test, o2 cell/sensor test, flow transducer test and patient circuit test. Moreover, power error (te5) has been found. This error has not reoccur/been confirmed during the technician visit. The power error shall be triggered when +24 v supply is below +21.5 v for more than three seconds. If power error occurs during ventilation, it may lead to stop ventilation and audio-visual alarms will be generated. The root cause to the reported issues have not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/09/2017. Corrected manufacture date: 09/29/2017. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).